Event description:
It was reported the external pulse generator (epg) will not stay on and will shut itself off. When replacing the battery the epg will not continue to pace for a minimum of 15 seconds. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(6) analysis confirmed the reported event. Main printed circuit board found out of electrical specification. Upper and lower cases are broken and contaminated. Battery release, heart block, lead flex cover, battery drawer, and battery flex are contaminated. Side bail covers and ring cover are broken. Three case screws, side bails, and ring are missing. Battery contacts are compressed and contaminated. Keyboard is scratched (cosmetic). Encoder flex is out of electrical specification.